Manufacturer narrative:
Investigation results were made available. Event description: it was reported that a revitan stem was implanted on an unknown date in 2005 and was revised on (B)(6) 2019 due to implant fracture. Review of received data: consultation report of (B)(6) 2019: diagnosis: state after implantation of a total hip prosthesis (thp) on the left side in 2004 (visp). State after revision of the left side thp with a revitan stem due to a low-grade infection in 2005 (sitten). Currently implant fracture at the connection pin. Secondary diagnosis: obesity. Anamnesis: increasing pain throughout the year. Suspicion of loosening of the left thp, CT made in (B)(6) (remark of the author: it is not clear if the CT was made to confirm the suspicion or raised it). The patient is using 2 crutches. All movements are painful anterolateral in the hip region. X-ray findings: tilting of the proximal part of the prosthesis due to a fracture of the connection pin. Suspected loosening of the shell with radiolucent line around the screws. Revision report of (B)(6) 2019: diagnosis: fracture of the revitan stem left hip after primary surgery in 2004 and revision surgery in 2005 due to infection; currently no indication of infection. Procedure: the scar is excised laterally above the left hip. There is severe scarring under the tractus. The gibson interval is opened and is also heavily scarred. The ischiadic nerve can be palpated deep within the fatty tissue. Subvastus approach to the proximal femur is used which is also scarred. Osteotomy of the femur is performed laterally over a length of 9 cm. The trochanter is held away ventrally and the neocapsule is excised. Thus the proximal part can be removed together with the head. The distal part of the fractured stem is firmly anchored. To remove the stem with the special instrument, an additional lateral window of 1.5 cm is opened. The remaining medial and proximal part of the femur is additionally osteotomized. The entire dorsal part with the trochanter breaks off. The stem is loosened first with the help of kirschner wires and then with the asymmetrical chisel. A hole is drilled laterally in the stem and the part is knocked out with the special instrument. This is succeeded without major bone damage. The rest of the revision report describes the steps to remove the low profile cup and cementing a new one as well as the implantation of a mathys revision stem. E-mail from the surgeon, dated (B)(6) 2020: the email informs about the patient¿s weight and height, filled in on the first page of this report. The given height and weight of the patient results in a bmi of 39.9 which can be classified as obese class ii (severely obese) according to the bmi scale (bmi 35 - 40) [1]. X-rays: a pelvis overview was received as jpg image. There is no date visible on the x-ray, however the date of (B)(6) 2019 is in the file name. The x-ray shows a fracture of the connection pin of the revitan stem. The proximal part of the stem is tilted medially. The trochanter major is not completely visible in the x-ray. At the level of the tip of the trochanter major, exposed by the tilted proximal part of the stem, there is a circular radiolucent area that is bordered by a sclerotic line. The peri-implant bony structure on the lateral side of the tilted proximal part appears inhomogeneous and is laterally bordered by a sclerotic line. There are two undamaged cerclage wires around the femur. The inclination angle of the cup is approximately 33°. A peri-implant radiolucent area is visible at the roof of the acetabulum along the shell¿s contour near the screw heads. Product evaluation: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 3 to 6 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal fracture surface exhibits a main large fracture level and several smaller fracture levels, each having their own fracture origins located in the lateral half. On the smaller fracture surfaces, some blackish discoloration can be seen. The proximal fracture surface shows a jagged edge all around its circumference. The distal fracture surface exhibits only one fracture level, with the origin area on the lateral side. Therefore it is assumed that the several smaller fragments from the proximal fracture surface are missing. Some polishing and scratches can be seen on both proximal and distal fracture surfaces. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem, revision damage in the form of scratches and nicks can be seen. Shiny polished areas can be observed on the medial and posterior side of the proximal part. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. Worn marks can be seen on the medial and lateral nose of the proximal part. On the proximal fracture part of the connection pin there is a circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope revealed mostly polishing and smeared material as well as cracks and signs of fretting and corrosion. Adjacent to the stripe joins the original surface followed by the blasted area. The stripe extends to the blasted area on the medial side. Additional polished zones can also be seen all around the blasted area of the pin. On the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches, nicks and a bore hole can be recognized on the anchoring surface. Worn marks and various scratches can be seen on the face surface and on the anterior and posterior nose of the distal part. The inside of the stem body is worn, especially on the lateral side. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: the revitan stem was implanted in 2005 and revised after approximately 14-15 years in vivo because of its fracture. The implant fracture was diagnosed at the patient consultation in (B)(6) 2019, four weeks before revision. The consultation report mentions also a suspicion of loosening of the left thp and a CT made in (B)(6) 2019. However, it is not clearly written if the CT was made to confirm the suspicion or raised it. The CT is not at hand and therefore the situation stays unknown. The fracture occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The proximal fracture surface exhibits a main large fracture level and several smaller fracture levels, each having their own fracture origins located in the lateral half. On the distal fracture surface there is only one fracture level and the origin area is on the lateral side. On the proximal fracture part of the pin there is a circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. The polishing and smearing on the connection pin, the worn inside of the distal stem body, the polishing and scratches on the fracture surfaces and the worn marks on the proximal and distal stem bodies point to movement between the parts, possibly for a longer time before the revision surgery. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. This is in alignment with the revision report that does not describe difficulties in removing the proximal part. Further, on the proximal part of the revitan stem polished areas were observed on its medial and posterior side. This could probably indicate movements between the part and the surroundings. It is unknown if these areas existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. The pre-revision pelvis overview showed a circular radiolucent area at the level of the tip of the trochanter major and an inhomogeneous peri-implant bony structure at the lateral side of the tilted proximal part of the stem, each bordered by a sclerotic line. A second view, for further assessment of the circular radiolucent area is not at hand. With no complete x-ray follow-up at hand, the bone situation around the revitan stem from immediately after the implantation and how it developed over time in vivo stays unknown. Based on the above described findings it can only be hypothesized that the revitan stem did not have sufficient proximal bone support. This in combination with other factors, e.g. The patient¿s bmi and the surface changes on the connection pin, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00807.

Manufacturer narrative:
Medical product: revitan proximal part, conical, uncemented, 55, taper 12/14 part#01.00401.055; lot#unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted on the left side and is planed for a revision surgery due to pin breakage.